Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 80 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/21/2018 and open vial date is week of (B)(6) 2015. Recall test results performed from meter memory (date / time not set): 1:122mg/dl (B)(6) 2015 11:31 am fasting:yes. 2:94mg/dl (B)(6) 2015 02:10 pm fasting:no. 3:92mg/dl (B)(6) 2015 12:50 pm fasting:no. 4:164mg/dl (B)(6) 2015 10:32 am fasting:yes. 5:101mg/dl (B)(6) 2015 02:05 pm fasting:no. Adverse event not reported.

Manufacturer narrative:
Internal report #(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 80 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/21/2018 and open vial date is week of (B)(6) 2015. Recall test results performed from meter memory (date / time not set): 122mg/dl, (B)(6) 2015, 11:31 am, fasting: yes; 94mg/dl, (B)(6) 2015, 02:10 pm, fasting: no; 92mg/dl, (B)(6) 2015, 12:50 pm, fasting: no; 164mg/dl, (B)(6) 2015, 10:32 am, fasting: yes; 101mg/dl, (B)(6) 2015, 02:05 pm, fasting: no. Adverse event not reported.